Event description:
It was reported that the patient programmer was showing poor communication and an overdischarge of the implantable neurostimulator ( ins) was suspected. The last time any stimulation was felt and the last successful recharging session was less than a month prior to the report. It was later reported that the patient was scheduled for an appointment with the healthcare provider on (B)(6) 2013 to address the ¿possible¿ overdischarge. It was also noted that the patient had "other medical concerns"; he passed out 2 weeks prior to the report and also had a ¿blockage¿ in his neck.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because overdischarge was not confirmed and the root cause of the communication and stimulation issues was not determined. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4) - overdischarged batteries. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend overdischarge. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins is inconclusive because of insufficient event information. Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient (B)(4).